Manufacturer narrative:
(B)(4). Batch # r92j4u. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that, during a laparoscopic assisted distal gastrectomy, the tissue pad was detached after two hours of usage. The pieces were retrieved with a forceps via a trocar and no pieces were left inside into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) batch # is r92h2a. Investigation summary: the device received was returned with the tissue pad and had no apparent damage. The tissue pad was properly attached to the clamp arm and not detached as reported by the customer. In addition, there was also no apparent damage to the blade tip, which was intact. The device was connected to a gen11. The device was functional and worked as intended with no anomalies noted. Then, the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.